Event description:
The device was used during a laparoscopic cholecystectomy, the clips scissored and subsequently a hole in the common bile duct occurred. The surgeon was able to correct the tear to prevent any major pt consequences.